Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that he customer was hospitalized for 5 five weeks due to high blood glucose. The customer was in coma for 2 weeks. Customer requested assistance with the programming. Customer stated that he was treated with manual injection. No blood glucose reading provided. No further information provided.